Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, or displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported display flashing or solid white. Customer blood glucose level was unknown. Customer reported that pump was dropped. The insulin pump will be returned for analysis.